Event description:
It was reported that during an unknown procedure, the clip stuck. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2024 d4: batch # y7001n additional information was requested and the following was obtained: "how did device not work? >> the clip is stucked in the device did device jammed (not fire clips)? >> yes, the surgeon can not fire the clip did device not feed clips? >> yes, did device drop or eject clips? >> no did device sideways feed clips? >> no did device fire malformed clips? >> no did device fire scissored clips? >> no" investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and in the next cycles, the clips were not fed into the jaws. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tab was found to be damaged causing the feeding issues. In addition, six (6) clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.